Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. Procedure date is unknown. According to the complainant, at 7am on (B)(6), the jejunal tube had an occlusion when the nurse tried to connect the plug to the cassette. The nurse then plugged the cassette to the gastric port instead of the jejunal port. The patient was given duodopa treatment using the incorrect port. The patient was hospitalized on (B)(6) 2015 at 4pm. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on june 19, 2015: the jejunal tube was replaced with a new endovive two-port through the peg jejunal tube on (B)(6) 2015.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Procedure date is unknown. According to the complainant, at 7am on (B)(6) 20th, the jejunal tube had an occlusion when the nurse tried to connect the plug to the cassette. The nurse then plugged the cassette to the gastric port instead of the jejunal port. The patient was given duodopa treatment using the incorrect port. The patient was hospitalized on (B)(6) 2015 at 4pm. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.